Manufacturer narrative:
The investigation into the reported events has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The cause of the issue was not determined since product was not returned. The failure modes will be monitored and trended. Instructions for use for the related event are as follows: ¿the impella rp flex with smartassist system is contraindicated for use with patients experiencing any of the following conditions: disorders of the pulmonary artery wall that would preclude placement or correct positioning of the impella rp flex with smartassist device; mechanical valves, severe valvular stenosis or valvular regurgitation of the tricuspid or pulmonary valve; mural thrombus of the right atrium or vena cava; anatomic conditions precluding insertion of the pump; presence of a vena cava filter or caval interruption device, unless there is clear access from the internal jugular vein to the right atrium that is large enough to accommodate a 22 fr catheter.¿

Event description:
The us complainant reported during intensive care unit (ICU) check-in, the nurse noticed placement signal numbers and waveforms represented more right ventricle (rv). Chest x-ray confirmed that the impella rp had become dislodged into rv. Therefore, a choice was made to explant the malpositioned rp. The impella rp was explanted within 3 hours of admission to unit.